Event description:
It was reported by the customer that a bd pyxis anesthesia es system main 5 drawer 1.9, opened whole drawer, when nurse tried to access single medication ephedrine for a patient during a procedure, posing a risk of diversion. The customer stated that there was no patient harm since the medication was able to be removed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g1, h2. H6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2022 to 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer was opened when the customer was tried to access a single medication. The field service engineer shut down the device, removed and replaced mini control unit to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system main 5 drawer 1.9, opened whole drawer, when nurse tried to access single medication ephedrine for a patient during a procedure, posing a risk of diversion. The customer stated that there was no patient harm since the medication was able to be removed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was pulling out to far exposing the back or the mini due to a faulty mini control unit. A field service technician replaced the mini control unit to resolve. The system was functional as intended.